Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. Visual inspection noted that the returned photo noted that the jaws of reload was open. Torn reinforcement material could be seen attached to the cartridge and anvil side of the reload. Staple pushers were up proximally on the reload with staples protruding. Visual inspection of the received product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. The distal sutures on the anvil and cartridge side were still anchored. The reinforcement material was torn from the distal end on both the anvil and cartridge side. Functional evaluation noted that the reload interlock was tested and reload was found to function properly. It was reported that the reinforcement sheet in one of the reloads broke in the middle, while on the other reload it was torn in the distal part. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transe ction and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If the endo gia¿ reinforced reload with tri-staple¿ technology is inserted percutaneously, ensure the incision is wide enough to accommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the endo gia¿ reinforced reload with tri-staple¿ technology, so as not to damage the staple line reinforcement material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n3l2117y); sigphandle, sig power sigphandle handle (serial#:unknown); unk-sigadapt, unknown signia egia adapter (serial#:unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n3f0468y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the shell loses its strength. When the two reloads were opened, the reinforcement sheet in one of the reloads broke in the middle, while on the other reload it was torn in the distal part. Visually, some of the staples were raised. To resolve the issue, a manual handle was used. There was no patient injury.